Manufacturer narrative:
(B)(4).

Event description:
A power substation was built 100-150 feet away from her house. The deep brain stimulator turned off at least twice. There was no known accident or incident related to the complaint. Reference mfg. Report # 3004209178-2011-0024. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.